Event description:
It was reported that the mx700 with s/n (B)(4) did not alarm when the patients hr (heart rate) dropped below 20 beats per minute. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A product support engineer reviewed the collected data from the incident. The engineer was able to confirm the product was functioning as intended. It was found that there were no indications about the active ECG alarm settings (on/off and hr alarm limits). However before the incident at 13.37an ECG leads off condition at 13:23:40 triggered a yellow alarm and the situation ended at 13:24:14. At the time of the incident 13.37 (13.37:53 to be precise) there were was a leads off alarm. Several more followed until 13:43.55.

Event description:
It was reported that the mx700 with s/n (B)(6) did not alarm when the patients hr (heart rate) dropped below 20 beats per minute.the device was in use on a patient. There was no report of patient or user harm.